Event description:
It was reported that the patient's obstructive sleep apnea was directly related to vns stimulation. It was noted that the patient had significant osa on the CPAP machine that was determined to be secondary to the vns. System diagnostics were within normal limits at the patient's appointment on (B)(6) 2018. No further relevant information has been received to date.